Manufacturer narrative:
Additional information: d10, h3, h6, h10 per analysis update. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the right atrial lead helix movement was checked whether it functioned smoothly and the air was removed within the helix. The right atrial lead was inserted into the body. The right atrial lead was attempted to be implanted in the right atrial appendage. However, noise continued to be mixed during measurement. The merlin pacing system analyzer (psa) and alligator clips were replaced with other ones. However, the noise persisted. The right atrial lead was not used and was replaced. No noise was confirmed and the measurement values were within normal range. There were no consequences to the patient.